Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 7438, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v700663, implanted: (B)(6) 2011, product type: lead. Product ID: 7482a51,serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v727699, implanted: (B)(6) 2011, product type: lead. Product ID: 3550-05, lot# n293450, implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
The consumer reported that her old-left implantable neurostimulator (ins) turned off several times after implant. It turned off 1,400 times over a four month period, ten times a day, and one time turned off 600 times over a certain period. Her old inss were eventually replaced due to normal battery depletion. Refer to manufacturing report #3004209178-2015-14502 as the patient had two old inss and it was unknown which was the left one.